Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 333 mg/dl compared to readings of 123 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly however, results were not within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and no issues were observed. The sensor data in the initial scan from previous phase investigation was reviewed and the puck was observed to be in sensor state 8 (error termination). An smu (source meter unit) test was performed using test fixture to check the functionality of the returned puck and check the accuracy of the puck's readings and it was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck therefore, the functionality of the sensor was working as intended and this issue not confirmed. Additionally, a poise voltage test was performed and results that were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 333 mg/dl compared to readings of 123 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.